Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign pieces of metal were found on the needle of the bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: "consumer stated, there is "pieces of metal" on the needle."

Manufacturer narrative:
H6: investigation summary customer returned an image of a single 0.5ml, 31 gauge, 8mm syringe from lot 9149939. Two drops of an unknown material are observable on the length of the needle. A review of the device history record was completed for batch # 9149939 all inspections were performed per the applicable operations qc specifications. Based on the image received, embecta was able to confirm the customer¿s indicated failure of foreign matter on the needle. No root cause can be determined at this time.

Event description:
It was reported that foreign pieces of metal were found on the needle of the bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: "consumer stated, there is "pieces of metal" on the needle."